Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) displayed a prompt for lead failure. No personal injury was reported.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6(component codes), h11.

Manufacturer narrative:
Due to character limitation in e1, the event site telephone is (B)(6). Updated fields - b4, e1 (initial reporter and event site telephone), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - b5. A getinge field service engineer (fse) was dispatched to evaluate the unit.the ECG lead wire (d012-00-1155-02) and ECG pinch (d012-00-1157-02) was replaced and test parameters met factory requirements. The equipment is authorized for customer use.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) displayed a prompt for lead failure during use. No personal injury was reported.